Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the power manager module to lab use only (luo) testing equipment. The initial total nominal available capacity (tnac) was 0.0785. After two hours, the system adjusted and the tnac was 18.0 and the light emitting diode (led) on the front panel of the power manager assemble was steady green indicating a full charge. While on battery, the tnac value steadily decreased. After discharging, the batteries were successfully recharged overnight. The tnac read 18 again and it was determined that the power manager module performed as expected.

Manufacturer narrative:
The fsr replaced the power manager board. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the total nominal available capacity (tnac) was stuck at 18.00 and would not change even when the base was running on battery for over half an hour. The fsr reinstalled the power manager software during troubleshooting, but the issue remained. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.